Event description:
It was reported that the bd¿ luer slip tip syringe with attached needle experienced being unable to remove the needle shield, and needle and syringe separation. The following information was provided by the initial reporter: spouse reported she has to use "plyers" to remove needle shield. Stated, she has to pull really hard and when the needle shield finally comes off, the needle comes off with the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 19-dec-2022. H6: investigation summary twelve samples were provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defect. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 1113470. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer slip tip syringe with attached needle experienced being unable to remove the needle shield, and needle and syringe separation. The following information was provided by the initial reporter: spouse reported she has to use "pliers" to remove needle shield. Stated, she has to pull really hard and when the needle shield finally comes off, the needle comes off with the shield.